Event description:
(B)(4) received a notification of an incident involving a walker that (B)(4) imports and distributes. The patient was exiting her bathroom when allegedly, the walker collapsed inwards from both sides causing her to fall. She went to the ER to discover she fractured her femur and shifted some hardware from her hip replacement surgery. The patient confirmed that the clips were allegedly engaged and properly functioning prior to use. The patient does not want to send in the device therefore we cannot confirm any malfunctions.